Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced diabetic ketoacidosis. The customer's blood glucose was unknown. The customer was in the hospital for diabetic ketoacidosis check up. The insulin pump was working properly. The insulin pump will not be returned for analysis.